Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that when the end user tries to back the chair up on the ramp it appears the chair looses power and cannot go over the ramp. He stated that it only happens in reverse.